Event description:
It was reported that the pt's pump was being titrated down to a minimum rate and ultimately was to be explanted. The hcp was expecting "only a few ccs" in the reservoir, and there was nearly a full pump. The expected residual volume was 2.5 ccs; the actual volume was 18 ccs. The hcp believed that there may be a kinked catheter. The pt was reportedly scheduled for explant, was being controlled on oral medications and wasn't experiencing any problems at the time of the report.

Manufacturer narrative:
(B) (4)